Manufacturer narrative:
D6b: corrected the explant date.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No pump was returned for evaluation. Clinical details noted that shockwave device was in use at the time placement signal stopped working. Motor current and pump flow remained consistent. The data logs were reviewed and at the time shockwave device was said to be in use, it was found that the snr dropped to zero and raw optical signal dropping into the -3000s with the lamp increasing to 100%. Additionally, the contrast stepped down in 15% with the placement signal going to 3000mmhg. These are all characteristic 5s parameters of a sensor break due to interaction with a shockwave device. The root cause of the optical signal issues is due to a sensor break as a result of interaction with shockwave device. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that high risk percutaneous coronary intervention procedure was being performed with impella support when sensor on impella went out and placement signal was lost. Motor current and flows were stable, so the physician continued with the intervention. The hrpci procedure was completed successfully with impella support.